Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. The device was tested with the returned multifunction cable and test pads without any discrepancies. Also it is important to note that the pads used at the time of the reported event were not returned for evaluation. Review of error logs did not find any evidence to support the reported malfunction. Analysis of reports of this type has not identified an increase in trend.